Event description:
It was reported that a 3x28mm esprit btk stent and a 3x38mm esprit stent were implanted; however, post-stent implantation the temperature sensor was noted to display an x on the packaging of both stents. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that a 3x28mm esprit btk stent and a 3x38mm esprit stent were implanted; however, post-stent implantation the temperature sensor was noted to display an x on the packaging of both stents. It should be noted that the esprit btk everolimus eluting resorbable scaffold system instruction for use states: a non-sterile temperature monitor included in the package is for the shipping and storage of the esprit btk system. Before use of the esprit btk system, check the temperature monitor located through window in the back of the product box. The indicator should only show a check mark as indicate. If any other screen is present, do not use the product. In this case, the account is reporting the error and is aware of the deviation; therefore, a letter will not be requested. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - failure to follow steps / instructions.